Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during preparation that the subject device was blurry. There was no surgical delay. There were no reports of patient harm. The patient impacted field was updated to yes according to the available information on the inquiry. Auj/495717/19-sep-2024.

Event description:
It was reported during preparation that the subject device was blurry. There was no surgical delay. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and correction. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: blurry image was due to damage/cracked video connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.